Event description:
Additional information received reported lesion characteristics location was anterior circulation, internal carotid artery (ica) an terior choroid. The event was fully recovered. As of follow up on (B)(6)2024 the patient mrs was class ii.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a history of hypertension, previous aneurysms, and previous embolization experienced thrombosis of a stent associated with the phenom 21 device. The severity of the impact on the patient was described as severe, requiring inpatient care. Changes in pharmacological therapy and other surgical interventions were necessary to address the situation. The outcome was resolved.